Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 400 mg/dl. Customer treated their blood glucose level with insulin pump, manual injections and insulin pen. Customer stated that they experienced dry mouth as a result of hyperglycemia. The customer had been using the insulin pump system within 48 hours of reported high blood glucose. Customer did high pressure test and it was pass. Insulin pump will be returned for analysis.